Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed that the instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.217¿ x 0.236¿ in size. The conductor wire and insulation were not physically damaged. No thermal damage was observed. An electrical continuity test was performed and passed. The root cause of broken instrument distal clevis is typically attributed to the user, such as excess force applied at the instrument tip. Additionally, the instrument was found to have the conductor wire cap dislodged from its normal position. The conductor cap was not returned with the instrument. The root cause of dislodged instrument conductor cap is typically attributed to the user, such as excess force applied to the distal end of the instrument. The instrument was found to have a dislodged ceramic sleeve. The ceramic sleeve is not cracked or broken and remains installed on the instrument. No missing material was found. The root cause of dislodged instrument ceramic sleeve is attributed to manufacturing. A review of the device logs for the permanent cautery hook (part#: 420183-15 / lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2022 via system serial#: (B)(4). There were 3 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the permanent cautery hook instrument was broken at the tip. No fragment fell into the patient and no arcing or thermal damage was observed. The procedure was completed with a backup instrument without patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.